Event description:
Caller reported cgm error 42 and received assistance from technical support, who provided complete pump reset information. There was no adverse impact to the customer¿s blood glucose level. After successfully resetting the pump, the caller began their sensor session without further issues.